Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule did not properly attach to the mucosa and it fell off into the stomach. The capsule had to be retrieved using an endoscopic net and the procedure was then repeated with another capsule. The patient was prepped for the procedure and was under anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule did not properly attach to the mucosa and it fell off into the stomach. The capsule had to be retrieved using an endoscopic net and the procedure was then repeated with another capsule. The patient was prepped for the procedure and was under anesthesia, but there was no harm to the patient. There was nothing unusual about the patient or the procedure, and the delivery system and capsule will be returned for investigation.